Event description:
A nurse manager reported that the system shut down during a cataract with intraocular lens implant surgery. The machine did not appear to have an internal ups (uninterruptible power supply) system. As a result, when used in a surgical environment that was not supported by a ups system, it would shut down before a back up generator kicked in. There was no patient harm reported.

Manufacturer narrative:
The customer reported the system shut down surgery. The customer further reported that the system did not appear to have an internal uninterruptible power supply (ups) system. As a result, when the system is used in a surgical environment that was not supported by a ups system, it would shut down before a back-up generator kicked in. The system's operator's manual notes that if the use of the system requires continued operation during power mains interruptions, it is recommended that the system be powered from an uninterruptible power supply (ups)or a battery. The customer did not request service. There were no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined conclusively. (B)(4).